Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0431) on 13-aug-2015. The most recent information was received on 11-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("bilateral essure coils with gross appearance of possible migration into fundal myometrium"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy"), suicidal ideation ("psychological or psychiatric problems condition: suicidal"), cholecystectomy ("gastrointestinal or digestive system condition type: gallbladder removal"), cardiac failure congestive ("blood or heart disorder/condition type : congestive heart failure") and tooth loss ("dental problems: missing teeth") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lack of drug effect". The patient's concurrent conditions included urinary incontinence, endometriosis, erectile dysfunction, sneezing, cough, blood transfusion, anxiety, irritable bowel syndrome and myalgia. Concomitant products included alprazolam (xanax) from 2010 to 2017, hydrocodone bitartrate; paracetamol (vicodin) from 2010 to 2017, ibuprofen from 2010 to 2017, meloxicam from 2013 to 2016 and oral contraceptive nos. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced hirsutism ("hormonal changes describe: facial hair developed"). On (B)(6) 2004, the patient experienced migraine ("migraines"). On (B)(6) 2010, the patient experienced cardiac failure congestive (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back ache") and swelling ("swelling of entire body"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain/ loss (specify which one)" and experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) "), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), tooth loss (seriousness criterion medically significant), abdominal distension ("allergic or hypersensitivity, reaction type: bloating/ gastrointestinal or digestive system condition type: bloating"), nerve injury ("nerve damage"), depression ("psychological or psychiatric problems condition: depressed"), mood swings ("psychological or psychiatric problems condition: mood swings"), constipation ("gastrointestinal or digestive system condition type: constipation"), scar ("scar tissue"), disturbance in attention ("loss of concentration"), burning sensation ("upper thigh"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain lower ("abdomen lower pain"), pain in extremity ("upper thigh pain / upper thigh burning") and amenorrhoea ("stopped bleeding"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cholecystectomy (seriousness criterion medically significant) and urinary bladder suspension ("gastrointestinal or digestive system condition type: bladder sling") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (have them pulled. And hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, pregnancy with contraceptive device, suicidal ideation, cholecystectomy, cardiac failure congestive, tooth loss, migraine, nerve injury, hirsutism, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, bacterial vaginosis, depression, mood swings, dysmenorrhoea, dyspareunia, fatigue, constipation, urinary bladder suspension, nausea, ovarian cyst, vaginal discharge, vision blurred, weight increased, scar, uterine leiomyoma, disturbance in attention, swelling, burning sensation, bladder disorder, urinary tract disorder, irritable bowel syndrome and amenorrhoea outcome was unknown, the abdominal distension and abdominal pain lower had resolved and the headache, back pain and pain in extremity was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain lower, amenorrhoea, back pain, bacterial vaginosis, bladder disorder, burning sensation, cardiac failure congestive, cholecystectomy, constipation, cystitis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hirsutism, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, nerve injury, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, scar, suicidal ideation, swelling, tooth loss, urinary bladder suspension, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight as per now 155 lbs approximate weight at the time of essure placement 150 lbs, impression - possible migrated essure coils, stable 3cm right ovarian cyst. Date leave began: on (B)(6) 2016, date leave ended: on (B)(6) 2016, reason: hysterectomy to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram: on (B)(6) 2002: total bilateral occlusion. Pathology test: on (B)(6) 2016: specimens a: uterus w cervix. Uterus, cervix. Bilateral fallopian tubes, bilateral essure coils., right ovary with cyst. Final diagnosis: 1. Uterus, endometrium, hysterectomy: proliferative phase endometrium. 2. Uterus, myometrium, hysterectomy: adenomyosis. 3. Fallopian tubes, bilateral, salpingectomy: bilateral essure coils in place bilateral focal areas of fibrosis and scarring para tubal cysts, left: 4. Right ovarian cyst: serous cystadenoma. Ultrasound scan: on (B)(6) 2016: he saw some cysts on ovaries and the essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, ovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received. Events: hormonal changes describe: facial hair, abnormal bleeding (vaginal), menorrhagia, stopped bleeding, bladder or urinary problems or changes, urinary tract infection, bladder, bacterial vaginosis, depressed, suicidal, mood swings, congestive heart failure, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: bloating, constipation, gallbladder removal, bladder sling, nausea, tumor / teratoma / cancer type: ovarian cyst, vaginal discharge, vision/eye problems type: blurred vision, weight gain, scar tissue, fibroids, loss of concentration, back ache, swelling of entire body, pain in extremity, abdominal pain lower, irritable bowel syndrome, tooth loss, tooth extraction, embedded device. Outcome were changed. Medical history and concomitant condition was added. Lab data was added. Reporters and reporter information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('bilateral essure coils with gross appearance of possible migration into fundal myometrium'), pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy'), suicidal ideation ('psychological or psychiatric problems condition: suicidal'), cholecystectomy ('gastrointestinal or digestive system condition type: gallbladder removal'), cardiac failure congestive ('blood or heart disorder/condition type : congestive heart failure') and tooth loss ('dental problems: missing teeth') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lack of drug effect". The patient's concurrent conditions included urinary incontinence, endometriosis, erectile dysfunction, sneezing, cough, blood transfusion, anxiety, irritable bowel syndrome and myalgia. Concomitant products included alprazolam (xanax) from 2010 to 2017, hydrocodone bitartrate;paracetamol (vicodin) from 2010 to 2017, ibuprofen from 2010 to 2017, meloxicam from 2013 to 2016 and oral contraceptive nos. In (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced hirsutism ("hormonal changes describe: facial hair developed"). In (B)(6) 2004, the patient experienced migraine ("migraines"). In (B)(6) 2010, the patient experienced cardiac failure congestive (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back ache") and swelling ("swelling of entire body"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/ loss (specify which one)") and experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), tooth loss (seriousness criterion medically significant), abdominal distension ("allergic or hypersensitivity, reaction type: bloating/ gastrointestinal or digestive system condition type: bloating"), nerve injury ("nerve damage"), depression ("psychological or psychiatric problems condition: depressed"), mood swings ("psychological or psychiatric problems condition: mood swings"), constipation ("gastrointestinal or digestive system condition type: constipation"), scar ("scar tissue"), disturbance in attention ("loss of concentration"), burning sensation ("upper thigh burning"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain lower ("abdomen lower pain"), pain in extremity ("upper thigh pain / upper thigh burning"), amenorrhoea ("stopped bleeding") and rash ("face is breaking out"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cholecystectomy (seriousness criterion medically significant) and urinary bladder suspension ("gastrointestinal or digestive system condition type: bladder sling") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (have them pulled. And hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, pregnancy with contraceptive device, suicidal ideation, cholecystectomy, cardiac failure congestive, tooth loss, migraine, nerve injury, hirsutism, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, bacterial vaginosis, depression, mood swings, dysmenorrhoea, dyspareunia, fatigue, constipation, urinary bladder suspension, nausea, ovarian cyst, vaginal discharge, vision blurred, weight increased, scar, uterine leiomyoma, disturbance in attention, swelling, burning sensation, bladder disorder, urinary tract disorder, irritable bowel syndrome, amenorrhoea and rash outcome was unknown, the abdominal distension and abdominal pain lower had resolved and the headache, back pain and pain in extremity was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain lower, amenorrhoea, back pain, bacterial vaginosis, bladder disorder, burning sensation, cardiac failure congestive, cholecystectomy, constipation, cystitis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hirsutism, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, nerve injury, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, scar, suicidal ideation, swelling, tooth loss, urinary bladder suspension, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: impression - possible migrated essure coils, stable 3cm right ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - in (B)(6) 2002: total bilateral occlusion. Pathology test - on (B)(6) 2016: specimens a: uterus w cervix. Uterus, cervix. Bilateral fallopian tubes, bilateral essure coils., right ovary with cyst. Final diagnosis 1. Uterus, endometrium, hysterectomy: proliferative phase endometrium. 2. Uterus, myometrium, hysterectomy: adenomyosis. 3. Fallopian tubes, bilateral, salpingectomy: bilateral essure coils in place bilateral focal areas of fibrosis and scarring para tubal cysts, left: 4. Right ovarian cyst: serous cystadenoma.. Ultrasound scan - in (B)(6) 2016: he saw some cysts on ovaries and the essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain, ovarian cyst and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new event added- rash. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lack of drug effect". In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), abdominal pain ("abdominal pain") and nerve injury ("nerve damage"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal distension, migraine, abdominal pain and nerve injury outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, migraine, nerve injury, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2017: summon received. Case was upgraded in incident category. Reporter information was updated. Essure explantation date was added. Event: pain was added. Event outcome was unknown. Reporter assessed event was related with essure. (B)(4). This non-medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced pregnancy. This event is serious due medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, limited information was provided regarding this event. It was only stated that thousands of women like herself, experienced horrible side effects including pregnancy and other non-serious events. Considering the lack of data provided, the possibility of device failure cannot be excluded and therefore this event is assessed as related to essure use. No serious injury related to device was informed, hence this case is regarded as non-incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring. Product technical analysis concluded that there is no relationship between the reported medical events and a quality defect.